Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring approximately 18mm x 3.00mm located in the ophthalmic segment of the left ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. During the procedure, it was reported the first pipeline (3.50mm x 18mm) was implanted in the patient without issues. The second pipeline (3.50mm x 10mm) could not be released from the capture coil and was removed from the patient. On the same day following the procedure, the patient experienced headaches and loss of vision. Post procedural angiogram showed slow flow into the aneurysm. On (B)(6) 2014, the patient was brought back and had another pipeline (3.50mm x 10mm) implanted without issues. On (B)(6) 2014, the patient's vision stabilized and she was discharged from the hospital.